Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose issues and diabetic ketoacidosis. The customer's blood glucose reading was unknown at the time of incident. Customer declined troubleshooting and will speak with their doctor first and then call back at a later time.